Event description:
Pt was enrolled into the trial and underwent right internal carotid stent placement with distal embolic protection. Procedure was performed and completion angiogram revealed excellent result. Pt had no neurological complications during the procedure. Pt was taken to recovery room in good condition. After the procedure, the pt did suffer a watershed, ischemic infarct due to hypotension, which occurred during the night following the procedure after she had returned to her hospital room. Infarct resulted in left sided weakness. Carotid ultrasound performed indicating the stent was patent and stable.

Manufacturer narrative:
Reference MDR 2183870-2008-00065.